Event description:
It was reported "the swg was found kinked during used on the patient. Involved 1 pc.". No medical intervention required. No patient harm or injury was reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one guide wire assembly and lidstock for analysis. No definite signs-of-use were observed. It was noted that the guide wire advancer and cap components were missing from the returned assembly. It is being assumed that the customer removed during their handling of the device. Visual analysis revealed one major kink on the guide wire. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were full and spherical. The kink on the guide wire was located 560mm via calibrated ruler from the proximal tip. The overall length of the guide wire measured 604mm via calibrated ruler, which was within the specification of 596mm-604mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.80mm via calibrated caliper, which was within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional inspection was performed per IFU statement, "advance spring-wire guide into arrow raulerson syringe approximately 10 cm until it passes through syringe valves". The guide wire was passed through a lab inventory arrow raulerson syringe (ars) and 18ga introducer needle. Minor resistance was encountered as the kinking; however, all functional portions of the guide wire passed with little to no issue. A manual tug test confirmed that both the distal and proximal welds were intact. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the swg was found kinked during used on the patient. Involved 1 pc.". No medical intervention required. No patient harm or injury was reported.